Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. A visual inspection was performed on the returned meter, and no issues were observed. Batteries were inserted and indicator lights did not flash. The meter did not power on with button depression or with strip insertion. Indicator lights did not flash. Inserted usb cable and communication was unsuccessful. Meter was sent for further investigation and de-cased. A visual inspection was performed and no issues were observed. Inserted the usb cable and observed the cpu getting hot. Visual inspection was performed on the meter pcba and observed no issue. The meter crystal was check and found to be within specifications. The meter cpu was re-flowed but the meter was unresponsive. Mix-match testing was performed. The meter power on when the known good cpu was placed on the returned pcba. The known good meter did not power on when the returned cpu was placed on the pcba. This issue is confirmed to faulty cpu. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.